Event description:
It was reported that shaft break occurred. A 2.25 x 38 synergy drug-eluting stent was advanced for treatment. However, the mid shaft broke while advancing through the guide catheter. The device was completely removed by pulling off the wire and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.